Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode experienced migration. X-ray imaging suggested twiddler's syndrome as the cause. Subsequently, the patient underwent a revision procedure. The s-ICD system remains in service. No adverse patient effects were reported.